Event description:
Additional information received from a manufacturer representative. The pump was replaced due to a variance in the actual pump reservoir versus expected. At the last refill prior to replacement, the expected volume was 17.2 ml and the actual amount was 19.2 ml. The office stated that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis of the pump found no anomalies.

Event description:
Information received from a consumer patient via a manufacturer representative. The patient was receiving dilaudid (20mg/ml at 2.581 mg/day) via implanted pump. Indication for use was noted as non-malignant pain. It was reported that approximately one month ago ((B)(6) 2015) the pump began alarming. At pump refill approximately three weeks ago, the expected reservoir volume (erv) was 17.2ml but the actual reservoir volume (arv) was 19.0ml. A catheter dye study had been done on (B)(6) 2015 and it showed that the catheter was intact and functioning properly. The patient did not experience any withdrawal symptoms because as soon as the pump began to alarm, the pump was turned down and the "orals increased." It was unknown what led to the event, however the event was discovered when the pump alarmed. The estimated elective replacement indicator (eri) was noted as 47 months. The pump was replaced on (B)(6) 2015. Post pump implant the dosing for dilaudid was (20mg/ml at 0.962mg/day). At the time of report the patient's status was "alive-no injury." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)